Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that the byte treatment did not improve their teeth, in fact it made them worse than before treatment. They have gaps forming in the bottom teeth, their front teeth are turning inwards and their overbite is horrible now and they are experiencing jaw issues. Their dentist said they can provided x-rays to show how their teeth are not how their treatment plan is.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.